Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call issue with the bent cannula on infusion set. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer stated that they had no issue with the scarred or hardened tissues, no issue with the serter and tape not sticking. Customer also reported a high blood glucose of 500 mg/dl and treated. No high blood glucose troubleshooting was performed. The insulin pump is not expected to return for analysis.